Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffers from pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this is a duplicate report of 1818910-2014-18118. This report, 1818910-2013-19195, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-18118.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 4/23/2014 - sales rep reported revision due to pain and elevated levels of cobalt and chromium. Doi provided. MRI showed excessive fluid around joint. There is no new additional information that would affect the investigation. Update rec'd 4/23/2014 - medical records received. Patient revised to address abnormal fluid aspirates. Upon revision, amorphous tissue around the femoral head and in the joint space was noted. The information received does not change the MDR decision. This complaint was updated on: 06/10/2014.